Event description:
A report was received from the USA with info that an 840 ventilator had a blank graphical user interface (gui) display. The device reportedly was not being used on a pt when event occurred.

Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The unit passed extended self-testing (est), short self-test (sst), and the performance verification test (pvt). (B)(4).